Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was no delivery, low battery alert less than a week and physical damage. Customer cannot recall their blood glucose reading. Troubleshooting will not be returning for analysis. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Insulin pump received with scratched case and minor scratched lcd window. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump received with normal operating currents. No unexpected low battery alarm noted. No excessive no delivery alarm noted.